Event description:
The customer reported a bulging silicone segment on a primary IV tubing set that was connected to a patient. The pump alarmed with an occlusion message and the nurse discovered the bulge when the pump door was opened. The IV tubing set was replaced and the infusion restarted without significant delay. The customer reported no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.